Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. Calibration and quality control data provided by the customer were inconspicuous, and the customer confirmed adherence to the instructions outlined in the method sheet. The edta plasma sample was tested and found reactive, excluding the possibility of sample contamination. Based on the available information, the sample appears to be positive for hbsag ii. No product-related issue was identified.

Event description:
The initial reporter alleged possible repeatedly false positive results with the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. On (B)(6) 2023, the remaining edta plasma sample from the patient was retrieved and tested once using the hbsag g2 elecsys e2g 300 v2 assay. The result showed low reactivity with a value of 1.36 coi. The laboratory confirmed that the serum sample had not been tested on other analyzers prior to being run on the cobas e 801 analytical unit.